Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 345 mg/dl compared to a lab reading of 46 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
This is a final report. The customer returned meter serial number (B)(4). The meter has been tested with returned strip lot 45098. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the reading reported was found in the internal memory log of the meter.

Event description:
Allegedly the strut attachment bolt shredded and broke. Strut was replaced in physician's office.